Manufacturer narrative:
As reported in a research article, a patient with a 19mm trifecta valve was reported to have acute heart failure and regurgitation due to a leaflet tear; which was either replaced with a surgical valve or the patient expired prior to the re-operation procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from "the 23rd annual scientific meeting of the japanese heart failure society" regarding a case series of acute heart failure due to cusp tear of trifecta aortic valve notes four patients with trifecta valves that have reported acute heart failure due to a tear. All cases were reported to have regurgitation. A 19mm, two 21mm and one 23mm trifecta valve were included. Of the 19mm and 23mm trifecta valves, one patient received a surgical valve and the other patient expired prior to a valve-in-valve procedure.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Information received from "the 23rd annual scientific meeting of the japanese heart failure society" regarding a case series of acute heart failure due to cusp tear of trifecta aortic valve notes four patients with trifecta valves that have reported acute heart failure due to a tear. All cases were reported to have regurgitation. A 19mm, two 21mm and one 23mm trifecta valve were included. Of the 19mm and 23mm trifecta valves, one patient received a surgical valve and the other patient expired prior to a valve-in-valve procedure.